Event description:
Reporter indicated that a diagnostic test indicated high lead impedance. It was also reported that the pt had experienced an increase in seizures to pre-vns baseline level and that there was no known trauma or manipulation of the device. The reporter stated that the treating physician believes scar tissue at the electrode site is the cause of high lead impedance and that the surgeon believes battery depletion to be the cause of the high lead impedance. The generator is reportedly at end of service. Revision surgery is likely.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.